Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated insulin cartridge leakage in the ilet, with the patient noting occasional overfilling and confirming proper insertion sequence. Symptoms included no reported adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included no impact on glycemic control and no need for medical intervention. Investigation included review of user technique and evaluation of the reported images. Investigation of this case revealed user-related overfilling of cartridges leading to leakage, consistent with handling or preparation error rather than a component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique.